Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The manifestation of peritonitis was unknown. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for two days for the event. The patient was treated with vancomycin and ceftazidime for peritonitis (route, dose, and frequency unknown) for 14 days. The patient recovered from the peritonitis fifteen days after the onset and was retrained on proper aseptic technique. At the time of this report, peritoneal dialysis therapy was ongoing. This is report 2 of 4.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).